Event description:
Patient underwent total abdominal hysterectomy in 2005. Patient presented to ER about 6 weeks later with post-op infection. Readmitted to the hospital for 2 days with post-op infection. The patient was treated with a drain and antibiotic therapy, and is now recovering.